Manufacturer narrative:
The outcome attributed to adverse event was broken teeth. The event date is approximate. Report source: complaint received from (B)(6).

Event description:
The consumer alleged that their sonicare power toothbrush broke their teeth.

Manufacturer narrative:
D2a: common device name was identified and updated from sonicare power toothbrush to protective clean power toothbrush. D4: the device model, catalog and serial numbers were identified and updated. H4: manufacture date was identified and updated. Analysis results: the root cause of the customer's complaint could not be determined as no functional fault could be found with the device.